Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this corporate lot number. This lot meets all release criteria. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. It is likely that the inability to fully deflate the balloon contributed to the retraction issues. The root cause for the deflation issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: the current vascutrak balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the sfa the pta balloon allegedly failed to fully deflate, and there was alleged difficulties retracting the balloon through the sheath but eventually the balloon was retracted. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.